Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Intermittent undersensing was observed on the device. Reprogramming was recommended and will be completed at next in-clinic follow up. The patient was stable.